Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 35mm mitral annuloplasty band, it was explanted and replaced with another annuloplasty band of the same size and model. The reason for the replacement was reported as residual mitral regurgitation. It was reported that there was no malfunction of the annuloplasty band. No additional adverse patient effects were reported.